Event description:
One patient with discrepant hcg results. Initial result, 2008, gave >10000 miu/ml; sample diluted and repeated gave 1229 miu/ml. Same sample tested, 2008, gave 19997 miu/ml. Same sample repeated five times, 2008, gave >10000 miu/ml each time; sample repeated five times, diluted, gave 17954 miu/ml, 17766, 18365, 16856, and 17463 miu/ml. A second sample obtained 2008, gave 20266 miu/ml (different methodology). Initial result was reported. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.